Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for service. There was no allegation of device malfunction, and the device was not reported to be in patient use at the time of receipt. During the evaluation of the device at the third-party service center, an evt_hard_power_fail error was identified in the device's event log. This error indicates that the ventilator powers off and a power fail alarm is annunciated. The technician recommended replacement of the device's system board to address this issue. Additional errors unrelated to the reported issue were also identified. The device's proportional valve and 3-way solenoid valve require replacement to address a patient setting alarm evt_low_min_vent. The detachable battery pack requires replacement to address an evt_detach_batt_connected_depleted error code. The blower assembly requires replacement to address the evt_motor_flux_magnitude_runtime error. The muffler assembly requires replacement for preventative maintenance, and the air inlet foam filter requires replacement as part of service. No repairs were performed. The device was processed as scrap.

Manufacturer narrative:
The reported failure of the device's system board is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.